Event description:
The customer's wife stated that insulin was squirting out during the manual prime. It was advised that the customer revert to a backup plan to treat his diabetes. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the prime test as no priming anomaly was found. However, the insulin pump failed the displacement test due to the motor encoder wheel being out of phase.